Event description:
The customer reported to olympus the device had dirty contacts. There was no death or injury reported due to the event. Upon inspection and testing of the customer returned device, the device displayed an e315 error which represents an electrical continuity error due to water invasion in the scope connector. This report is being submitted for the event found at evaluation.

Manufacturer narrative:
The evaluation confirmed the reported issue, the device gave a scope connection error (e315). Additionally, the control unit was found to be humid, corroded, and angulation less than specified value, and plastic distal end cover had a dent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling, as below: ·the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. ·the connector cap of leakage tester was attached/detached to venting connector of the device under water. From the above, water invaded the scope connector, electrical components were broken and the error message was displayed. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.